Manufacturer narrative:
E1: patient city:(B)(6) patient country: israel since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel it was reported that the patient faced insulin flow blocked in the tubing on (B)(6) 2024. No further information available .